Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to poor sensing. The lead sensing portion was replaced with a new rate sensing lead.